Event description:
The surgeon reported to our clinical study manager that there was the need of a revision surgery for patient (B)(4) to replace the patella to prevent permanent impairment of body function. Further, he claimed that there is a definite relationship to the devices used for the clinical study.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.